Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 526 mg/dl at the time of the call, and it was in the 200 mg/dl range at the time of the incident. No significant events leading to the alarm were observed. The customer treated the high blood glucose with a manual injection. Upon troubleshooting, it was found that insulin did exit the tubing; explained that the alarm may have been caused by an insertion site occlusion. Advised the customer to change the entire infusion set and return the use infusion set for analysis. Nothing further reported.